Manufacturer narrative:
Initial reporter facility name: (B)(6).

Event description:
It was reported that balloon rupture occurred. A 3.00mm/1.5cm/140cm small peripheral cutting balloon was selected for use. During the third inflation, it was noted that the balloon ruptured at 10 atmosphere (atm) in 60 seconds. It was further reported that the device was completely and simply pulled out from the patient's body. The procedure was completed with another of same device. No patient complications were reported. Patient condition was good post procedure.